Event description:
It was reported that an 8110 syr was affected by plastic recall. During service carriage block replaced due to worn split nut. Tube drive replaced due to bent top tube. Internal frame replaced due to broken bottom screw insert. Right iui replaced due to corroded pins. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.